Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Event description:
The 2.25 x 23 cypher stent catheter hung up on an asashi wire and would not advance. When doctor tried to pull the catheter back the inner lumen of the stent catheter shredded. The product never fully entered the patient's body, but clearly failed.

Manufacturer narrative:
Prior to entering the patient's body, the 2.25 x 23 cypher stent catheter hung up on an asashi wire and wouldn't advance. With attempt to pull the catheter back, the inner lumen of the delivery catheter shredded. The product looked normal out of the box, there was no issue flushing the device and it was not kinked. No further information is available regarding the guidewire or whether it was used with other devices. After the procedure prior to return the metal coil from inside of the catheter was pulled from the catheter and was visible. One non sterile cypher us rx was received for analysis. The distal section of the cypher was separated. The coil wire was stretched. The involved guide wire was not returned. Microscopic examination of the shaft borders, at the rupture point showed a raged/frayed condition. The stent was moved about 4 mm proximal from its original position. A 6 mm portion of the wire lumen showed an accordioned condition, this condition was located just proximal to the balloon proximal marker band. Also, an elongated condition was observed on the wire lumen and it was located just proximal to the wire lumen accordioned condition. The lot number was not provided, therefore, no device history record review could be performed. Functional testing could not be performed due to damaged condition of the wire lumen; therefore the reported resistance/friction could not be evaluated; however, the reported inner lumen damage was confirmed. The exact cause of the reported failure as well as the other damages observed during the product analysis could not be conclusively determined. However, there are no indications that these issues are related to the manufacturing process. It is possible that procedural factors and mechanical interaction with the guidewire contributed to the event; however, based on the available information, no conclusion can be made. Therefore, no corrective / preventive actions will be taken at this time.